Event description:
Additionally, patient representative reported a left side "a diagnosis of bia-alcl, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans," "fear of cancer recurrence, emotional distress, pain and suffering." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "firm, complicated fluid around the implant," intracapsular rupture," and "lymphoma-alcl."

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patients concern with the product. Healthcare professional additionally reported "complicated fluid around the implant," intracapsular rupture," and "lymphoma-alcl." Pathological markers were provided as cd30+. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation: visual analysis of the photographs a deformed device, red particles are observed on the surface of the device, appears to be intact labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
It was further reported that the patient experienced left side capsular contracture, baker grade IV; capsulectomy performed.